Event description:
It was reported that upon opening the express biliary ld premounted stent system package, a sentinol 8x24x75 stent system was present in the package. The device was not used. A new express biliary stent was used to successfully complete the procedure. No pt injuries or complications were reported.